Manufacturer narrative:
Follow-up #1 date of submission 08/06/2014-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed that all keypad buttons were unresponsive. There was no evidence of keypad contamination found under the key contacts. The keypad flex cable was observed to be torn. Unrelated to the complaint, a battery compartment crack and a cartridge compartment crack were observed during evaluation. A battery cap and a cartridge cap were not returned with the pump and a test caps was used for further investigation. The test caps were able to be properly secured to the pump without issues. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was damaged and the up, down, and ok keypad buttons were under-responsive. It was reported the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.